Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 473 mg/dl and their sensor glucose read 222 mg/dl. The customer also reported their blood glucose was 367 mg/dl when their sensor read 157 mg/dl. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed per specification with accurate readings.